Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm was not loud enough. The bed was located in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the external alarm needed to be replaced. A search of the hill-rom maintenance records showed hill-rom performed any preventative maintenance on this bed in 2006, 2008 and 2013. It is unknown if the facility performs preventative maintenance on their bed. The technician replaced the external alarm to resolve the issue. Based on this information, no further action is required.